Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 372 mg/dl and the cause was not known. Insulin injections were administered to address the bg level. A pump system check was performed and no device issues were identified. The customer did not remove the infusion set site for inspection and reported that it would be changed that day. Tandem technical support advised the customer to discuss the event with a healthcare provider.